Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the pump screen went black, and the pump emitted a noxious smell during a catheter lab procedure. However, the pump was replaced quickly." There were no reported patient complications.

Manufacturer narrative:
(B)(4). The reported complaint of "screen blacked out and a noxious smell came from the pump" is confirmed. The customer returned for investigation an ac3 recorder assembly in an electrostatic protective bag (inp-1 and inp-2). Visual inspection of the recorder assembly was performed, and residue/corrosion was noted on the pcb (inp-4 through inp-6). No other abnormality was noted (inp-3, inp-7, inp-8, and inp-9). Visual inspection of the internal hardware was performed, and no further abnormalities or corrosion were noted (inp-10 through inp-12). Functional testing with the iabp was not performed due to the returned state of the device. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. However, the specifications were not met during the complaint investigation due to the damaged recorder pcb components. The most probable root cause is saline that came into contact with the top of the recording assembly pcb. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the pump screen went black, and the pump emitted a noxious smell during a catheter lab procedure. However, the pump was replaced quickly." There were no reported patient complications.